Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure for a right ventricular (rv) lead, the helix was found to be partially extended when the lead was taken out of package, and it left a black residue on physician's gloves. This lead was not implanted and another lead was attempted. The second lead had high thresholds and high impedance values in multiple implant positions, therefore this lead was also not implanted. The procedure was successfully completed using a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Blood was present on the helix. The analyst noted the helix extended and retracted smoothly and within specification. No black particulate noted besides blood on the helix. If information is provided in the future, a supplemental report will be issued.